Manufacturer narrative:
A visual examination confirms a large chip in the instrument's ceramic tip. The portion of ceramic tip recessed into tube is still securely adhered to tube indicating the failure is not the result of an assembly process failure. The failure mode is a structural failure of the ceramic tip caused by application of excessive force. The age of the instrument, built in april 2001 and the date it failed, reported in 2004, suggests that the instrument has seen repeated use. This indicates the instrument was intact structurally for its initial use and not shipped to the customer damaged. Based on these factors, we can state with confidence that the problem was likely not due to a device failure, but rather some external forces and/or actions.

Event description:
Ceramic tip chipped.